Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer reported blood glucose value of 3.2 mg/dl. Customer was hospitalized for the treatment. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer mentioned that the pump was turned off. Customer was feeling weak during hospitalization. It is unknown if customer was using the auto mode/smart guard feature at the time of the event. It is unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 20:03:01 after more than 7 days at 12.46 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(4), on the event date of 02-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 42500 (4.25 u) and dailytotalofbolusinsulindelivered = 97750 (9.775 u) which is equal to the dailytotalofallinsulindelivered = 140250 (14.025 u). On the primary svn (B)(4), perform the history review 1 week prior to the event date 02-oct-2025 in the pump history file and found 3 nodelivery (7) alarms on (B)(6) 2025 (during bolus), 2 lost sensor alerts on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025 and 2 battoutlimit (6) on (B)(6) 2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. On a related svn's (B)(4), perform the history review 2 days prior to the event date 25-sep-2025 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2025 20:03:01.000, 1 pump error 23 on (B)(6) 2025, and 2 battoutlimit (6) alarms on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 8:54:59 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Power problem-battery loss not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.